Manufacturer narrative:
(B) (4).

Event description:
According to the reporter: the "green" load autosuture gia cartridge misfired two times, which tore the lung and did not seal the tissue. The tissue was not abnormal or thick. Therefore, they were required to manually suture the tissue in the operating room.